Event description:
This device case, reported by a non health care professional who contacted the co with a product complaint, concerns a pt. No medical history was provided. The pt was not receiving any other concomitant medication. The pt had been receiving 25% insulin lispro solution/ 75% insulin lispro protamine suspension (humalog mix 25) via a pen injection device (humapen ergo-opaque cartridge holder) since 2001. A couple of months prior to this report in 2002 the pt experienced high blood sugars for two weeks and for four days they had ketones in their blood. When the pt stopped using the pen and switched to a syringe, their blood sugars returned to normal. The pt thinks that the pen was priming ok but they can not be sure. The reporter states that the pt's control is not perfect but usually does not get serious "hypers". At the time of reporting the pt had fully recovered and the events had abated. 25% insulin lispro solution/ 75% insulin lispro protamine suspension continues. The pen will not be returned for further analysis as it has been discarded. Follow-up will be conducted to obtain futher info. The event was not assessed by a health care professional. Update jun 2002: upon physician review it was decided that the case should be upgraded to other reason serious for the event of ketones in the blood. Case updated accordingly.